Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023 which is off-label usage of the device. On 10/27/2023, the patient experienced polydipsia, polyphagia, nausea, and malaise. The cgm was reading 325 mg/dl and the blood glucose reading was not checked. The parent brought the patient to the hospital. The nurse took the bg which was documented at 434 mg/dl. The cgm egv at that time was not documented. The patient was treated with humalog, water, and was hospitalized for 2 days. At the time of the report, the patient was doing good and was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.